Event description:
Customer reported a malfunction alarm, identified as malf 9, on their insulin pump. Blood glucose level did not exceed 500 mg/dl and remained within a normal range. Customer was assisted by technical support to reset the pump, but the malfunction recurred. Technical support decided to replace the pump, and in the meantime, customer switched to multiple daily injections for insulin delivery. Customer was also instructed to return the faulty pump using a pre-paid label within 10 days and understood how to put the pump into storage mode.